Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised due to armd (adverse reactions to metallic debris) and ace (arthroplasty cobalt encephalopathy) and elevated metal ion levels. Patient reporting having difficulty walking and is using crutches and wheelchair. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 08178, 0001822565 - 2017 - 08232. Report source: literature. An unpublished manuscript was received; attached. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported patient was revised due to armd (adverse reactions to metallic debris) and ace (arthroplasty cobalt encephalopathy). The revision was delayed because the taper adaptor required for revision was not available. No further information has been made available at this time.